Event description:
It was reported that approximately ten months post port placement procedure, the patient allegedly had pain during infusion and experienced swelling around the port reservoir site. It was further reported that the ultrasound showed fluid leak around the port. Furthermore, a contrast injection was performed under fluoro and there was no fibrin sheath, but contrast was noted around the port reservoir. Reportedly, the port was removed, and it was expected a hole in the septum instead, the septum appeared intact, but the port material ballooned at the back of the port and gradually leaked around the silicone. The procedure was completed by replacing with another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one port infusion set with a loaded syringe loaded to a bardport implantable port attached to a catheter was received for evaluation and one image was provided for review. Visual, gross visual, microscopic, functional and tactile evaluations were performed. The bottom portion of the port body was noted to balloon upon infusion and leak was noted while the in-house infusion set with the loaded syringe was inserted to the port septum. Therefore, the investigation is confirmed for the reported fluid leak, material protrusion and stretched issues. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately ten months post port placement procedure, the patient allegedly had pain during infusion and experienced swelling around the port reservoir site. It was further reported that the ultrasound showed fluid leak around the port. Furthermore, a contrast injection was performed under fluoro and there was no fibrin sheath, but contrast was noted around the port reservoir. Reportedly, the port was removed, and it was expected a hole in the septum instead, the septum appeared intact, but the port material ballooned at the back of the port and gradually leaked around the silicone. The procedure was completed by replacing with another device. There was no reported patient injury.